Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No ramping numbers or button error alarms noted. A missing end cap sticker was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer stated the up arrow button numbers scrolling on their own. Customer replaced battery, but pump continues alarming. Customer's blood glucose was 3.2mmol/l. The customer stated she is pregnant. The customer stated the pump could possibly have some own perspiration. Advised customer to revert to back up plan.